Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, surgical tech reported the clip applier was very stiff to open/close/fire. After visual inspection of the instrument, it appeared one of the cables was off of its track. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was noticed stiffness of the jaws well while loading the clip but was able to successfully load the clip. The surgeon noticed the stiffness of the jaws as well when clamping/unclamping tissue. They jaws did open completely when the surgeon commanded, but not in a smooth manner. The incident was noticed before the clip applier had been used. The same clip applier was used for the remainder of the surgery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. The instrument was found to have a derailed grip cable from its normal position at the distal end. The instrument failed the intuitive motion test. A visual inspection the backend found no evidence of a cracked clamping pulley, input disk or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
Refer to h11 for follow-up information.